Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. Initial customer phone number is (B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. The fse found wash buffer build up in the wash carousel and in the incubator belt track. He rebuilt the pumps and cleaned the valves. The precision pump screw that joins the piston to the drive belt was tightened and alignments were adjusted. The fse also performed preventative maintenance. After all repairs and maintenance was completed, the instrument met all specifications. In conclusion, although a specific hardware component cannot be identified with the available information, there is sufficient evidence to reasonably suggest a hardware malfunction as the cause of this event.

Event description:
The customer reported obtaining a non-reproducible troponin I(access accutni+3) result for one (1) patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer reanalyzed the patient's sample two (2) additional times before re-centrifugation and two (2) additional times after re-centrifugation on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained lower results within the assay's normal reference range. The elevated access accutni+3 result was released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a rapid serum tube and was centrifuged at 3,000g (g-force) for ten (10) minutes at 15 to 25 degrees celsius. No issues with sample integrity were reported by the customer. Field service engineer (fse) was dispatched to address instrument performances.